Event description:
Reporter stated the customer experienced hypoglycemic symptoms around 7:30 p.m. And the monitor provided a low blood glucose reading (result not provided). Customer was shaky, nauseous, sweaty, and vomiting, and he had a seizure. His mother provided treatment of zofran and orange juice, and she tested his blood glucose about 30 minutes later and it read in the "70s" mg/dl. She took him to the emergency room, and his monitor provided a reading in the "70s" mg/dl and the hospital meter provided a reading in the "30s" mg/dl within 10 minutes. He was treated with dextrose via IV and discharged from the hospital the next day. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.